Event description:
The product was used during a thorascopic bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cuase could not be reliably determined.